Event description:
It was reported that an incomplete deflation of the cuff on an endobronchial tube was confirmed. The cuff was pre-tested prior to use. There was no patient involvement and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Three stock samples of lot 201506147x were were fully inflated and deflated three times and no issues noted. The customer complaint was not verified.